Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "3 broken power cords from the base. Delay in therapy: unknown. Need for medical intervention: unknown. Death /serious injury: no."